Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up there were multiple short interval episodes due to noise. The patient will be monitored.